Manufacturer narrative:
Follow-up #1: date of submission 09/23/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box data from the date of the complaint had been overwritten due to continued use of the pump. The current black box data showed no evidence of the alleged issue. There was a battery compartment crack originating from below the grip pad. Evidence of moisture contamination was found inside the battery compartment. The pump's current draws were within specifications. A battery life issue was not duplicated during investigation. There was evidence of additional moisture contamination inside the pump on the force sensor pins and battery canister.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.